Manufacturer narrative:
Continuation of d10: product ID: 8781; serial#: (B)(6); implanted: (B)(6) 2023; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal (2,000 mcg/ml at 339.3 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had a return of symptoms. There were no known environmental/external/patient factors that may have caused or contributed to this event. A catheter revision was performed. The hcp adjusted the position of the catheter and entry into the intrathecal space of the existing catheter and added a collet from an 8785 catheter and completed the revision. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the hcp felt that the entry of the catheter into intrathecal space was the cause.